Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during the preparation of the sheath. The faradrive sheath was advanced into the left atrium and the farawave catheter was introduced into the faradrive sheath. Upon aspiration of the sheath, air bubbles got into the sheath. Air was observed in the short line connecting the sheath handle to the three way valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.